Manufacturer narrative:
Product has been requested to be returned but has not been received. (B)(4).

Event description:
Customer reported the alarm is intermittent; batteries have been replaced with a new supply. This was discovered during setup but the customer couldn't provide a date when found. No pt incident or injury was reported.